Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "this pt had her 1st joint replacement surgery on her left knee, which she reports she is very satisfied with. This pt had her right knee replacement on (B)(6), 2009. The pt does not feel that the right knee replacement ever healed to the level of her first knee (l) replacement surgery. Then, while riding public transportation in (B)(6)2009, the train conductor closed the train door on her right knee. An MRI revealed swelling, scar tissue and fluid on the knee. The surgeon removed the fluid but the pt is still in a tremendous amount of pain."